Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot mpm506, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. : the patient demographic info: age, weight, bmi at the time of index procedure what was the ¿front dermis¿ tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the stratafix suture placed? Was the suture placed starting at the end (left and right side) or middle of the incision? Was there any anomaly noted with the stratafix device prior to use? Were any solutions used in the incision prior to closure? Was the patient tested for any infection prior to initial procedure? Were cultures performed? If so, what are the results? If cultures were performed, was the culture result the same for both sites? If not, please explain. Can you describe the appearance of the stratafix suture at 2 weeks post op? Did the tissue pull away from the stratafix intact suture? Can you describe the appearance of the stratafix suture at 5 weeks post op? What is the surgeon¿s opinion as to the relationship of the stratafix and the wound dehiscence? Do you have any suture samples for evaluation? What is the current condition of the patient?

Event description:
It was reported that a patient underwent an abdominoplasty on (B)(6) 2019 and a barbed suture was used on the front dermis. Three weeks post-op, the patient experienced a wound infection on the right side of the abdomen. The wound got infected and had a small opening. About 10cm of the wound length was open to approximately 1cm. The patient refused to be re-admitted. It was managed with dressings and was not re-sutured. The deep stitches were intact and the dermal sutures were infected. The patient is expected to make a full recovery however the surgeon hasn't seen the patient recently. The surgeon reported the patient was not fully compliant with the post-op instructions and ¿she did too much.¿ the patient had wound drains in for a week. The surgeon opined that the infection came from the front dermis, which is where the barbed suture was used. Additional information has been requested.